Manufacturer narrative:
The reported complaint could not be verified. Per the manufacturer's sales representative, the occlusion was stuck and they were able to get it unstuck, therefore the service request was no longer needed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not occlude either way. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.